Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was bilateral inguinal hernia and morbid obesity with bmi 44, plus umbilical hernia. The procedure performed was attempted laparoscopic transperitoneal repair of bilateral inguinal hernia converted to open preperitoneal repair of bilateral inguinal hernia with mesh and closure of primary closure of umbilical hernia. The patient had significant intraabdominal fat as well as her body habitus of bmi of 44, making this a very difficult operation. The patient experienced surgical revision, infected mesh, fistula, and pain.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a bilateral inguinal hernia repair with mesh implanted. The patient had significant intraabdominal fat as well as her body habitus of bmi of 44, making this a very difficult operation. It was reported that after implant, the patient experienced infection, drainage of abscess, pain and fistula, adhesions. Post-operative treatment included lysis of adhesions and surgical revision and removal of infected mesh with placement of veraflo dressing.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a bilateral inguinal hernia repair with mesh implanted. The patient had significant intraabdominal fat as well as her body habitus of bmi of 44, making this a very difficult operation. It was reported that after implant, the patient experienced mrsa infection, persistent drainage from umbilicus and abscess, pain, seroma, fistula, adhesions, nonhealing chronic abdominal wound from infection, and fibrotic tissue. Post-operative treatment included lysis of adhesions, surgical revision and removal of infected mesh, placement of wound vac and veraflo dressing, primary closure of fascia and a ventral incision.